Manufacturer narrative:
The insulin pump passed operating current. Unable to perform the occlusion, prime, displacement test and excessive no delivery test due to completely broken off reservoir tube lip noted. The insulin pump was received with cracked case at the display window corner, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner, missing reservoir tube o-ring and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip noted.

Event description:
The customer's spouse reported via phone call that the reservoir compartment was cracked. The customer¿s blood glucose level was 320 mg/dl at the time of call. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.